Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 300 mg/dl (16.7 mmol/l) between 5 and 24 hours of wearing the pod. The patient reported that when they noticed their bg levels were rising, they removed the pod from their abdomen and placed a new pod. The patient¿s bg levels returned to normal. The device investigation found the cannula had a tear.

Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for investigation, and the exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting from the tear during a leak test. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. There were no other damages or deficiencies found with the device. The patient history buffer data showed that the automated glucose control algorithm appropriately adapted to changes in estimated glucose values and user inputs. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.